Manufacturer narrative:
Device was returned for examination. Visual assessment of the device confirmed one leg of the nitinol loop has come free from the suture passer. The nitinol wire is kinked where it enters the shaft and one leg has broken. The condition of the device indicates excessive force was placed on it during use causing the breakage. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot. This report is being submitted late due to the event description was not clearly understood at the time of receipt. Further review identified this should have been considered reportable per 21cfr 803. Related complaint (B)(4).

Event description:
The suture retriever from the unilateral kit broke when trying to pull sutures through. A second kit was opened and the same thing happened. They opened the bilateral kit to pull out the suture retriever and used it and it worked. This record is for the second kit.

Manufacturer narrative:
Initial information received, identifed the incorrect manufacturer registered site number (B)(4) . The report was based upon information which (B)(4) had not been able to investigate or verify prior to the required reporting date. The correct manufacturer registered site number is (B)(4).